Event description:
Dealer stated that the chair will not tilt and wont drive because of the 5 flash error code.

Manufacturer narrative:
Should additional information become available a supplemental record will be filed.